Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and passed. Patient line is blocked alarm appeared as expected when clamping the line during fill 1. The cycler underwent and passed a system air leak test, load cell verification check, and a valve actuation test. The go/no go gauge check failed, the "go" portion failed on the touch screen side at the front of the cycler. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads, within the hp1 filter, and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a mushroom head check was performed on (B)(6) 2022 and no findings were reported. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette portion of the cycler set during the post-treatment step where the patient removes the cassette from the cycler. The patient indicated they ¿left off¿ in treatment during drain 2 of 4. It is unknown if the patient cancelled treatment at that point or was able to complete treatment. The patient reported receiving a patient line is blocked alarm and a scale reading error alarm during an unknown phase prior to the leak. It is unknown at which point in therapy the leak may have begun. There was fluid leakage observed within the cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. The patient was advised to retain the set so it can be scheduled for pickup during a follow up call. It was reported that the patient would not complete treatment with a back-up plan. There was no adverse event, symptom, nor medical intervention reported during the initial call. Multiple attempts to acquire additional information and sample availability status were performed, however, to date no response has been received. The cycler is expected it return for physical evaluation by the manufacturer.